Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The public under the freedom of information act.

Event description:
It was reported that the pump was not alarming. The customer stated that he tried to pass insulin through the tubing but does not see drops at times. The customer's blood glucose level was 262 mg/dl at the time of the incident. The customer treated with manual injection. The customer reported the drive support cap to appear normal. The product was returned for analysis.